Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that, just after bringing a patient through to theatre it was noticed that there was a leak from the patients endo tracheal tube. Patient reintubated with an armoured tube. There was no patient injury.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that, just after bringing a patient through to theatre it was noticed that there was a leak from the patients endo tracheal tube. Patient reintubated with an armoured tube. There was no patient injury.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Per visual inspection, no defects were found in two samples and leak test cannot be perform since the samples returned incomplete; complaint was not confirmed. Root cannot be addressed since no defects were found in sample received for evaluation. No actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review.